Manufacturer narrative:
A review of the customer data was completed. Low level qc showed multiple high fliers (> 4 s.d.) For days prior to the event. Mid-level qc was within lab-established ranges and high level qc was within range, but on the upper end. Immediately prior to the event, qc was within lab-established ranges. Service initially found that the flowcell was dirty and there was buildup on the carbon bridge and electrode ports. The fse cleaned the flowcell and ports, replaced the electrodes, mc sample probe and mc collar wash. The customer reported that this did not resolve the issue. Service returned and performed preventive maintenance, resolving the issue. Failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event. The manufacturer reference number for this event is (B)(4).

Event description:
The dxc 600p generated false high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and/or calc (calcium) results for 4 patient samples. Results were reported out of the lab. When a physician questioned results, samples were rerun on another dxc in the lab and 3 reports amended. Treatment is not believed to have been affected.